Event description:
It was reported that the catheter was noted to be translucent along the seam. The seam itself was separated and blood was visible in the catheter. Both lumens however were patent and intact.